Manufacturer narrative:
Citation: bekke k et al. Myocardial ischaemia caused by bilateral coronary ostial stenosis from pseudointimal membranes in a full root freestyle valve: a case report. European heart journal - case reports. October 2020; 4(5):1-8. Doi: 10.1093/ehjcr/ytaa136. Online publish-ahead-of-print 4 september 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a male patient with a medical history of rheumatic mitral stenosis, mild aortic insufficiency, pulmonary hypertension, and mechanical mitral valve replacement. The patient presented with mechanical mitral valve and native aortic valve endocarditis, which was complicated by aortic root abscess. Pre-operative coronary angiography showed normal coronary arteries without stenosis. The patient underwent emergent implantation of a full root 23 mm medtronic freestyle bioprosthesis (serial number not provided) in the aortic position with reimplantation of the coronary ostia using the button technique and the mechanical mitral valve was replaced with a 27 mm non-medtronic bioprosthetic valve. Within six weeks after the procedure, atrial fibrillation was noted. Approximately four years and five months following freestyle implant (at approximately 47 years of age), the patient presented with chest oppression, pain in the left arm and hand, and shortness of breath. An electrocardiogram showed atrial fibrillation and new st depressions, t-wave inversions, and st elevation. The patient was diagnosed with a non-st-elevation myocardial infarction. Computed tomography and coronary angiography revealed 90% ostial stenosis of the left main and right coronary arteries. Subsequently, emergent coronary artery bypass grafting (CABG) of left anterior descending branch of the coronary artery and right coronary artery was performed. Intra-operative findings included: endoluminar glass-like pseudointimal membranes covered the distal anastomosis between the freestyle and the ascending aorta as well as both coronary ostia, which resulted in high-grade stenoses. Histological examination of the explanted pseudointimal membranes exhibited fibro-intimal thickening with areas of inflamed granulation tissue. There was no indication of acute inflammation, calcifications, foreign bodies, or amyloidosis. Approximately three months following CABG, the patient reported chest pains. Cardiac computed tomography and transthoracic echocardiography showed a small (2.3 ml) pseudoaneurysm arising from partial rupture of the distal anastomosis between the freestyle and the aorta. Due to the patient¿s numerous previous surgical procedures and the small size of the pseudoaneurysm, a conservative non-surgical treatment strategy was chosen. Three months later, repeat cardiac computed tomography revealed the pseudoaneurysm reduced to 1.4 ml. Approximately six years and ten months following freestyle implant, the patient experienced exercise-induced chest pains. Myocardial perfusion scintigraphy from a year earlier showed exercise-induced myocardial ischaemia of 6 to 8%, which was likely due to previous myocardial infarction. Coronary angiography from a year earlier confirmed complete revascularization. Transthoracic echocardiography showed mild-moderate stenosis of the freestyle. No treatment or intervention was reported. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated the cause of the pseudointimal membranes is unknown, but it was thought the freestyle was a contributing factor since the membranes covered the entire inside of the bioprosthesis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.